Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using off-label insulin with the pump. Tandem customer technical support informed customer that off label insulin should not be used with the pump. Customer changed supplies to address the issue.